Event description:
The nurse reported three out of five patients who had surgery in 2005, presented with endophthalmitis within 24 hours. No patient identifiers provided. The facility is not blaming product but they are notifying all manufacturers of products used during these procedures. They are investigating possible causes. They reported vancomycin and epinephrine are routinely added to the sterile irrigating solution and they reuse cannulas.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation.